Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the motor drive unit was making a grinding sound. Another motor drive unit was used to successfully complete the case with no patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/24/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.